Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A surgeon reported during flap creation there was an area that appeared to not have been made inferiorly. The flap was not lifted completely and the surgeon will be able to let it heal and treat later.

Manufacturer narrative:
Logfile review for the date of event shows no abnormalities that could have contributed to reported event. The treatments were completed to 100%, without error messages. All laser system functions were within specifications at this day. Clinical assessment review by the clinical application specialist (cas) shows that there was too much fluid on the cornea (meniscus of applanation can hardly be detected). All laser parameters are in the normal range. An influence of the laser system is unlikely and can be excluded to the greatest possible extend at this stage. No technical root cause was identified. Contributing factor is too much fluid on the cornea also corneal lacrimation might have built a fluid layer reducing the flap thickness. (B)(4).